Manufacturer narrative:
Product ID: 8711, lot# j10934r43, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard but telemetry had not yet been performed. It was reported ¿it hasn¿t been working in the last 3-5 years, it just goes beep beep beep¿. It was reported ¿the last person I saw said it was full when I went to get it refilled and the doctors I have seen said that they can¿t doing anything for it¿. It was noted ¿this¿ was ¿about 5 years ago¿ that the patient last went to a health care provider (hcp) for the device. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.